Event description:
It was reported that after the foley was inserted, urine began leaking around the catheter.

Manufacturer narrative:
The clinician changed the foley catheter during a routine visit and noticed that urine was leaking around the catheter. She then inserted another catheter and sent a urine specimen to the lab for testing. The culture came back positive and the pt was placed on antibiotics. The catheter was not returned for eval. We have no lot number. We have not confirmed that the reported infection was caused by the catheter. The pt has a history of recurring infections. A root cause has not been determined.